Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was not communicating. The field service engineer (fse) worked with the information technology team, and the local switch for the device was rebooted. The fse then determined that there was an internet protocol (ip) conflict with another device on the local network. The hospital it team resolved the network issue. As a proactive measure, the fse cleaned and cleared the row boards on all cubie drawers, inspected the hardware, and tightened all latches. The battery was confirmed to be good and compliant with the required date. All software was verified as current. The proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline in disconnected mode and user delayed in login. There were no adverse events or injuries reported based on this event.